Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-03668. It was reported that the patient lost their pulse post procedure. A 24mm watchman ® laa closure device & delivery system along with a watchman® access system were selected. The closure device was successfully implanted during a left atrial appendage (laa) closure procedure. However, all of a sudden the patient lost their pulse/pressure as it was evident on the electro wave form. Cardiopulmonary resuscitation (CPR) was performed for two minutes and the patient was administered pressure supportive medications. The patient was resuscitated and its currently doing ok.